Event description:
Written report received from baxter states, "solution leaked somehow out of the reservoir and crystallized on the bottom of/inside the housing." Device contained 5 fluouraoucil 4380 mg and sodium chloride 0.9% for a total fill volume of 240 ml. Reporter states that the condition occurred during pt use. Per reporter there was no pt injury and no medical intervention was required as a result of the reported condition. Further follow up revealed that the solution did not leak out of the housing of device and the pt was not exposed to solution.